Event description:
It was reported that during a moderately tortuous, mildly calcified, 90% stenosed distal anterior tibial procedure, upon introduction of the armada xt over the ht command, nothing was experienced. After inflation of the balloon, it was not possible to remove the wire. The armada and ht command were removed as a single unit and replaced with identical devices to complete the procedure. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The armada device, referenced is being filed under a separate medwatch report number.